Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent primary breast reconstruction surgery with a 555cc mentor memoryshape breast implant (left) and a 275cc mentor memorygel breast implant (right) experienced bilateral swollen feeling, tingling on the right breast, sickness, fatigue, and left implant flipped post procedure. As a result, patient underwent unilateral removal of the left breast implant on (B)(6) 2019. Upon removal of the left breast implant, fluid was found around the implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date for the right breast implant. This report is for the right sided device. See 1645337-2019-24293 for contralateral prosthesis report.